Manufacturer narrative:
Product evaluation: the lens was returned. Solution and lens damage were observed. Results from the product history record review indicated the product met release criteria. Root cause: the root cause is most likely related to failure to follow the dfu. The file indicated the use of an unapproved viscoelastic. The use of an unapproved viscoelastic can result in lens delivery difficulties or lens damage. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2011 and 05/16/2011 by phone, fax, and mail. Additional information was received in a follow up phone call on 05/19/2011. A completed questionnaire was received on 05/18/2011. (B)(4).

Event description:
A technician reported an intraocular lens (iol) was exchanged due to "mechanical failure" following bilateral iol implant surgery. In a follow up phone call with the surgeon's assistant, it was reported that the patient was unable to neuro-adapt to the iol. The patient reported to the surgeon that she has "terrible vision at all distances." The patient had dry eyes treated with medications and punctal plugs. Posterior capsule opacification was noted and a yag laser procedure was performed. In a follow up, the surgeon reported the event resolved following the iol exchange. An unapproved viscoelastic was used during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye. The left eye was reported under manufacturer report number 1119421-2011-00409.